Event description:
The patient reported display showing elective replacement indicator (eri) on the patient programmer. It was stated the patient's hands were shaking which started in the last 2-3 weeks. Additional information received from the patient reported their batteries were replaced on (B)(6) 2016. The circumstances that led to the reported event were low battery power and they needed to be replaced. It was stated that the reported event was resolved. Indications for use were parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.